Event description:
Before attempting to place IV into patient, this rn inspected the IV catheter and needle by slightly pushing catheter up off of the needle to assess the catheter. The tip of the catheter was noted to be bent downward over the front of the needle. The needle would not retract when safety button was pressed after realizing the malfunction. The entire catheter and needle were disposed in sharps container and new one was obtained.